Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, variable capture threshold was detected. The pacemaker was reprogrammed to resolve the issue. The patient was in stable condition throughout the procedure.